Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging a onetouch verioiq meter¿s battery was not charging. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at 8:30pm. The patient reported using a combination of lantus, 10 units and novolog to manage her diabetes. The patient reported on an unknown date she increased her usual dose of medication. The patient reported 3 days after the issue occurred she developed symptoms of ¿shortness of breath, had to eat, pressure in head, dizziness.¿ the patient reported on an unknown date and time she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used. When the patient was prompted to press the power button, the meter did not turn on. The patient was able to perform a rapid charge. With a new test strips, the meter did not power on. The patient was using the correct test strips. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.